Manufacturer narrative:
(B)(4).

Event description:
It was reported there were episodes of nsrvo caused by pptwos. Programming changes were made. The patient was asymptomatic and will be followed normally.